Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but is not anticipated. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that multiple knives exhibited a poor quality appearance and created irregular incisions during separate surgeries. Patient impact information is unknown. Additional information is not available.